Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent service required" error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additional findings not related to the malfunction/issue were the motor blower assembly, stirring fan, and 43-micron filter was proactively replaced on the device. After replacing the parts, a repair and run-in tests were performed on the device. The device passed the tests. The device was cleaned and was found operational.